Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent was deformed. There were no patient complications reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified left anterior descending artery. A 2.25x28mm promus element drug-eluting stent was advanced for treatment. However, during procedure the stent was deformed. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus element, mr, ous 2.25x28mm stent delivery system was returned for analysis. A visual examination of the stent found signs of stent damage with the entire stent moved distally on the balloon and the distal section pulled and stretched distally, extending beyond distal tip. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.